Event description:
Patient reported that the meter/lab comparison was 110 mg/dl (ss) versus 170 mg/dl (hcp), respectively (35% difference). Tests were done about 20-30 minutes apart. No symptoms were reported. Patient did not have control solution to do control test. Meter is not cleaned according to manufacturer's product recommendations and was replaced. Lfs representative reviewed qc procedures and discussed meter/lab comparisons with patient. There was no allegation of harm.